Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed two openings assessed as unidentified (tear) opening and surgical damage and observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for right side. The device was explanted and replaced. The devices will be returned.

Event description:
Healthcare professional reported "deflation". This record is for right side. The device was explanted and replaced. The devices will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation